Manufacturer narrative:
Final analysis of both extension serial (B)(4) revealed there were no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the extensions and leads needed to be replaced. During the replacement surgery impedances were high on several electrodes for both replacement extensions. Impedance measurements were >10,000 ohms when measuring with the existing stimulator and an external neurostimulator. Impedances were separately measured on the new leads and the results were normal. The extensions were replaced a second time and the impedances were "okay." There was no patient injury.

Manufacturer narrative:
Concomitant medical products- extension model 37081-40 serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2012, extension model 37081-40 serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2012.